Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred approximately 30 minutes before the end of the procedure, with ventilator leaks becoming evident. The anesthesiologist checked the cuff pressure, which was found to be reduced, and reinflated the cuff. As the problem persisted, the cuff had to be reinflated multiple times in order to complete the procedure. After extubation, no macroscopic damage to the cuff was visible. The tube was then immersed in water and the cuff was reinflated, revealing an air leak with bubbles coming from alesion in the cuff that was not visible to the naked eye. The patient was discharged and there was no reported harm.